Manufacturer narrative:
A new siderail was sent to the account to repair the bed.

Event description:
The account's maintenance alleged the left head rail was torn off of the bed. Unk cause. The account's maintenance stated he found the bed this way.